Manufacturer narrative:
H6 method: review of mfg/inspection records noted one discrepancy at casting level that was corrected by further processing to meet design specs. Reviewed x-rays. H6 results: x-rays taken in july 1995 show incomplete proximal cement indicating poor cement intrusion into surrounding proximal bone. There was a deficiency of medial bone under the collar of about 1cm. X-rays taken in february 1998 shows degeneration of proximal cement diminished the support of host bone and provided an enlarged cavity for the proximal stem to move within. Stem bent/broke due to lack of proximal support and bending stress which exceeded the yeild strength of cocr material. The high loads could have been caused by pt weight or activities such as heavy labor or participation in sports. H6 conclusions: failure was not caused by any design/material defects, but a combination of 1) loss of proximal support and 2) high loading.

Event description:
Apollo hip stem found to be broken on 2/11/1998, and revision surgery was performed on 3/9/1998.